Event description:
It was reported that the patient's ipg was protruding and was causing pocket pain. Surgical intervention was undertaken on (B)(6) 2022 and the ipg was repositioned.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.